Event description:
It was reported through the litigation process that two months and nine days post a port placement in the left side of chest wall via the left subclavian vein, the patient reportedly experienced redness and some swelling, and the patient was treated with an antibiotic. It was further reported that the port catheter was markedly inflamed with an alleged obvious abscess underlying the incision site. Furthermore, the patient allegedly developed an infection and the blood culture test resulted positive for staphylococcus aureus bacterial infection as a result of the defective infected port. Reportedly, the defective infected port and catheter were removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and nine days post a port placement in the left side of chest wall via the left subclavian vein, the patient reportedly experienced redness and some swelling, and the patient was treated with an antibiotic. It was further reported that the port catheter was markedly inflamed with an alleged obvious abscess underlying the incision site. Furthermore, the patient allegedly developed an infection and the blood culture test resulted positive for staphylococcus aureus bacterial infection as a result of the defective infected port. Reportedly, the defective infected port and catheter were removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Insertion of left subclavian vein powerport port-a-cath with ultrasound guidance and fluoroscopic assistance was performed in a patient with history of oropharyngeal cancer. The patient¿s left subclavian vein was easily cannulated under ultrasound guidance and a wire was threaded centrally. The wire was confirmed to be under venous system using fluoroscopy. A subcutaneous pocket was then created on the left chest wall which easily accommodated the port. The catheter was tunneled from this pocket up to the venous access site. The venous access site was dilated and the sheath was left in place. The catheter was threaded centrally and confirmed to be in the venous system under fluoroscopy. The catheter was cut to length and attached to the port using the provided the clamp. It was then secured to the underlying tissue and the overlying skin was closed. The port was accessed with a huber needle and was drawn and easily flushed with heparinized saline. The patient tolerated the procedure well. Around two months later, the patient visited and reported of having redness and some swelling. The patient was started on an antibiotic. The port-a-cath was markedly inflamed with an obvious abscess underlying the incision. On the same date, removal of infected port was performed. The previous skin incision was opened and there was a large amount of pus surrounding the port. This was cultured and the port was dissected from the underlying tissue and the catheter and port were removed. There was no significant bleeding, and the wound was closed. Around three days later, the final culture report revealed staphylococcus aureus. Per the medical record review, it was confirmed the patient had a bacterial infection. However, the relationship between the port and the alleged adverse event is unknown, and there was no device malfunction that was reported or occurred. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2023), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.